Event description:
Trauma pt with right frontal subdural hematoma. During surgery perforator stopped three times, short of the inner table of the skull. Another perforator was opened and used. No adverse outcome to the pt.